Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra 2 meter was in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 11:00am, the patient reported the alleged issue began. The patient reported she uses no diabetes medications to manage her diabetes. The patient denied making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 2 ½ hours later, she developed symptoms of being ''shaky and weak.'' The patient denied receiving any medical intervention in response to the symptoms. At the time of troubleshooting, the cca was able to assist the patient to resolve the alleged issue with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test due to the alleged issue, and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (9/17/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.